Event description:
A 2.5 hex screwdrivers in matta pelvic basic instruments are worn down from use and caused screwdrivers to slip in screw head while turning.

Event description:
2.5 hex screwdrivers in matta pelvic basic instruments are worn down from use and caused screwdrivers to slip in screw head while turning.

Manufacturer narrative:
Evaluation summary: the affected device was returned for investigation. The device looks worn down from use. The affected device was sent to the manufacturing cell for dimensional and functional inspection. All measures met the specifications. The device is conforming to specifications and fully functional. Therefore, the reported failure could not be confirmed. Based on investigation results, this case could be classified a non-issue. The device is still fully functional. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.